Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against the provided product code found additional reported events of damaged setscrew threads. Previous investigation found wear and tear on the setscrew threads. The box trial retaining pin was designed to prevent the setscrew from being removed. If the setscrew is backed onto the retaining pin it can cause damage to the threads leading the screw to be stuck in the mating threads. The root cause was attributed to user error/technique. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The size 5 posterior stabilized box trial screw that connects the trial to the trial femur has stripped. The screw driver provided cannot reverse the screw rendering the box trial useless.